Event description:
A distributor complaint from slovakia reported a malfunction involving a pump with error code 12-0x2071. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirming that the pump was within warranty. The customer was informed about the replacement, and a replacement pump with serial number 1443810 was provided to ensure uninterrupted insulin delivery. The faulty pump's return details were not specified.